Manufacturer narrative:
B3- date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced pain at the ipg site. As such, surgical intervention took place on (B)(6) 2024, were the ipg was moved up off her hip bone using same incision. Therapy was restored, issue resolved.